Manufacturer narrative:
The device referenced in this report was returned to shockwave medical, inc. For investigation. The reported detached balloon was confirmed. The cause of the balloon detachment could be attributed to the patient's calcium. Based on the reported event, the physician encountered difficulty advancing the ivl catheter. The physician decided to retract the catheter. However, the distal end of the balloon broke off, but remained attached to the guidewire. A review of the lot history record (lhr) and test documentation did not show any issues with the manufacturing of the device. The device passed all shockwave medical, inc. Criteria prior to being released for distribution. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
It was reported that the physician used the shockwave m5plus peripheral lithotripsy intravascular (ivl) catheter to treat a lesion in the iliac region. While attempting to advance the catheter towards the lesion, the physician encountered difficulty. In an attempt to resolve the issue, the physician decided to retract the catheter. However, the distal end of the balloon broke off, but remained attached to the guidewire. The reported break occurred at about 20mm from the tip of the balloon. The rep confirmed that balloon fragment was still on the guidewire, and it did not fall inside the patient. The physician decided to insert a new sheath and opted for contralateral femoral access. Then the guidewire was advanced with the broken balloon still attached to the newly placed sheath. Finally, the physician successfully removed the broken ivl balloon and guidewire from the newly accessed sheath without causing any harm to the patient.